Event description:
Additional information: healthcare professional provided clarification of the event stating patient was injected to the midface with unspecified juvéderm® voluma" and to the nasolabial fold with juvéderm® volift" with lidocaine. Recently patients right side cheek in the midface has also started to swell.

Event description:
Additional information: patient¿s right cheek started to swell while overseas so a physician there prescribed amoxiclav and prednisone. Within 24 hours things ¿began to settle.¿ patient is ¿still swollen on both sides and very sore to touch on right cheek but definite improvement.¿

Manufacturer narrative:
(B)(4).further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.the events of swelling, hot to touch, tenderness, redness, infection, and hardness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.device labeling addresses the reported events of swelling, hot to touch, tenderness, redness, infection, and hardness as follows:precautions for use:¿ "as a matter of general principle, implantation of medical device is associated with a risk of infection."undesirable effects:"the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to:¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week.¿ indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected with 1ml of unspecified juvéderm® voluma¿ and 1ml of juvéderm® volift¿ with lidocaine. After injection patient developed swelling on right side of nose which was hot to touch and tender. Four days after injection the swelling was getting worse and both sides where the juvéderm® volift¿ with lidocaine was injected were red and swollen. Patient was prescribed antibiotics and symptoms improved the next day before worsening again. Patient¿s right nasolabial fold was very swollen and swelling was evident on the left side. There was redness all down where the juvéderm® volift¿ with lidocaine had been placed. The antibiotic prescription was then changed to ciprofloxacin and clarithromycin. The next day patient reported symptoms had slightly improved however two days later patient reported they are ¿just not getting better.¿ the physician called a colleague who suggested aspirating and changing the antibiotic to amoxclay. The colleague told the physician that injecting hyalase would ¿just spread infection.¿ the physician aspirated ¿a minute amount from right naso labial fold¿ and the area was hard and hot to touch. That day the patient was also prescribed steroids for 5 days. A few days later the patient was reviewed by the colleague who noted symptoms were much improved, the hardness and swelling was still evident, but the patient should continue with the medication. Two days later the patient reported their symptoms are getting worse with swelling now on both sides. Symptoms are ongoing.